Manufacturer narrative:
This pacemaker was received and thoroughly inspected and analyzed upon receipt. It was determined that there was no evidence of a device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted and replaced due to a product performance anomaly. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.